Manufacturer narrative:
PMA/510(k)#: k172665. Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. The provided wire guide was returned fully advanced into the complaint device. The wire guide was flushed with water to facilitate removal and removed from the complaint device. The cutting wire remains securely attached to the sphincterotome at the proximal end. However, due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the catheter. The securing component has a shorter section measuring 2mm remaining attached and a detached longer section measuring 3mm which was included in the return. It is unknown when the detachment of the longer segment occurred. There was no evidence of a cautery application on the cutting wire (blackening of the cutting wire was not observed). A brown substance was observed within the distal catheter. The catheter has torn near the most distal band where the anchor exited the catheter. A bend was noted in the catheter 39.5cm from the blue shrink tubing. The blue shrink tubing has separated from the blue handle connector. The gap formed between the shrink tubing and the blue handle connector resulted in the cutting wire being pulled proximally and difficult to advance fully out of the catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual inspection of the returned device confirmed the cutting wire securing component (anchor) has separated from catheter and a portion has detached. Additionally, the blue shrink tubing has separated from the blue handle connector as returned, this was not described in the original complaint. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. However, the disconnection of the shrink tube from the handle connector, and the separation of the cutting wire securing component (anchor) from the catheter, may be attributed to rotation of the handle during the procedure. A cutting wire securing component (anchor) separation can occur if the tip of the device is over flexed. The instructions for use caution the user with the following comment: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ cutting wire securing component (anchor) separation can occur if the handle is manipulated with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use contain the following precaution: "do not exercise the handle while the device is coiled or the precurved stylet is in place, as this may cause damage to the sphincterotome and render it inoperable." The instructions for use advise the user with the following statement: ¿upon removing the device from the package, uncoil and straighten the sphincterotome. Carefully remove the precurved stylet wire from the cannulating tip.¿ if the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to the cutting wire securing component (anchor) separation. The instructions for use caution the user with the following comment: ¿the elevator should remain open/down when advancing or retracting the sphincterotome.¿ the instructions for use also instructs the user with the comment: ¿advance the tip of the sphincterotome into the endoscope accessory channel and continue to advance in short increments until the device is endoscopically visible.¿ prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unknown endoscopic procedure, the physician used a cook d.a.s.h. Dometip double lumen sphincterotome. It was initially reported [that] the cutting wire of the sphincterotome broke when closing the handle. The sphincterotomy failed. There was no information reported that has historically caused or contributed to a serious injury or death to the user or patient, therefore there was no reportable information at that time. Per our evaluation of the returned device on 11 oct 2024: the cutting wire securing component has separated from the catheter and the large (~3mm) portion of the cutting wire securing component has detached, but it was included in the return. It is unknown when the detachment of the larger cutting wire securing component segment occurred. Additionally, the blue shrink tubing has separated from the blue handle connector as returned. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.